Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call, they were in the emergency room due to high blood glucose of 330 mg/dl on (B)(6) 2017. Prior to the hospitalization the insulin pump had alarmed no delivery twice while customer attempted to bolus. The customer then felt ill and decided to go to the emergency room. Customer was wearing the insulin pump at the time of the hospitalization. Customer's current blood glucose is 330 mg/dl. Troubleshooting was performed. Customer then mentioned the no delivery alarm persisted after a set change. Customer was advised to disconnect at the quick release and perform a five unit fixed prime, insulin exited. Customer was advised to remove the site, it was noted the cannula was bent. Customer declined troubleshooting for high blood glucose. The infusion set is returning but not the insulin pump.